Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:2017865-2021-02304. It was reported that the right atrial lead and the implantable cardioverter defibrillator dislodged. The lead was explanted and the port was plugged. Further information was requested however, was not provided.